Manufacturer narrative:
The biomedical engineer reported that his org is causing waveforms to disappear, loose signal, and causing issues with monitoring patients. The customer has tried to troubleshoot this issue multiple times and the only solution that solves the problem is power cycling his org unit. The biomedical engineer sent in the unit to be evaluated. During evaluation of the unit, the problem could not be duplicated. Extensive testing has been performed on this unit for 3 days with no indication of a malfunction.

Manufacturer narrative:
The biomedical engineer reported that his org is causing waveforms to disappear, loose signal, and causing issues with monitoring patients. The customer has tried to troubleshot this issue multiple times and the only solution that solves the problem is power cycling his org unit. Biomedical engineer will be sending unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that his org is causing waveforms to disappear, loose signal, and causing issues with monitoring patients.